Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that during the implant attempt the lead helix could not be extended after initially extending/retracting the helix. The lead was not implanted. No patient complications were reported as a result of this event.